Manufacturer narrative:
(B)(4). This final follow-up report is being submitted to relay additional information. Additional information received: associated product information received. Description: oxf uni tib tray sz f lm PMA: item: 154775. Lot: 632510. Description: oxf twin-peg cmntd fem lg PMA: item: 161470. Lot: unknown.

Event description:
It was reported that a patient underwent a left knee revision procedure due to bearing dislocation.

Manufacturer narrative:
(B)(4). This is a combined initial/ final report. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaint database over the last 3 years has found 3 similar complaints reported with the item 159554 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent a left knee a revision procedure due to bearing dislocation. It was reported that no further information is available.